Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a temperature (temp - no physical damage) issue. There was no indication that the product caused or contributed to an adverse event. This is reportable because there is the potential for the user to experience an injury to the skin due to increased pump temperature.

Manufacturer narrative:
Follow-up #1: device evaluation: the device has been returned and evaluated by product analysis on 09/09/2017 with the following findings: a review of the black box verified a power on reset power interruption at the time of reported overheating. The pump was run for 24 hours and no loss alarms, overheating, or power losses. The pump electrical current draws were within specifications. No evidence of moisture was found in the battery compartment or internally. The power flex and components were inspected with no defects. The battery was not returned with the pump. Unrelated to the original complaint, the display was dim and pink. Additionally, the down arrow keypad button was hypersensitive and did not spring back due to a crack in the button contact. The battery compartment was cracked above the grip pad. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.